Manufacturer narrative:
(B)(6). Manufacturing date - june 14, 2016 - june 15, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional flow rate test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor had a no flow issue. The pump was filled with furosemide. There was no report of patient injury or medical intervention associated with this event. No additional information is available.